Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had a ground-level fall that occurred on an unknown date and stated they stopped feeling their stimulation. An x-ray was obtained by their doctor, which showed the lead in an unchanged position. Impedances measurements revealed that electrons seven had an open circuit. The patient¿s programming was present on electrodes one, two, three and four. The rep increased the amplitude output slightly and the patient experienced the paresthesia they were used to. They stated that all of their painful areas were now covered. It was reported that the issue was resolved at time of the event. No surgical intervention was reported or needed. No further complications were reported/anticipated.